Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for a day and no white display, missing segments or display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white light flashing periodically. The customer's blood glucose level was unknown at the time of the incident. The customer informed that it intermittently flashes a white light and once or twice a day it occurs. When the customer pushed the circular button, it occurred intermittently. The insulin pump asks for calibration every six hours. No report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.